Event description:
It was reported that the piston on the pump did not fully retract and customer could not load a new cartridge onto the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.